Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that she experienced 3 dashes on her receiver for approximately 5 hours on (B)(6) 2016. No additional event or patient information is available.